Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was inside a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was discovered during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on october 02, 2022 to october 03, 2022. H10: the actual device and a photograph of the sample was provided for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed of the sample with no issue observed of the connector or cap areas. The photograph was reviewed and showed colorless to white polymeric appearing particles in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.